Event description:
The ventilator was connected to the patient. The customer reports the peep was set to 4 in the pressure control mode and a pressure control level at 10. The ventilator delivered 20 cm h20 of peep higher than set and the ventilator alarmed high paw. There was no patient injury. The ventilator was removed from the patient. The allegiance fse has been dispacthed. Ventilator logs are available.